Event description:
At follow-up, it was noted that an increase in impedance and high thresholds were observed. Physician elected to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.